Event description:
A customer reported that there was problems with the vacuum during a cataract extraction procedure. Following a delay of less than 15 mins, the case was completed using an alternate system and there was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).